Manufacturer narrative:
The system was not evaluated by a ge representative. The customer cleared the fault and cancelled the service call.

Event description:
The customer reported the system displayed an error message and would not boot up during a case. No pt injury was reported.